Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to clinic after receiving hv therapy, inappropriate therapy for atrial fibrillation with rapid ventricular response was observed. Intermittent undersensing was also noted upon reviewing the session records. Programming changes were made. Patient was stable and will continue to be monitored.